Event description:
The customer reported the accutorr plus monitor shuts down. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacements of sram memory and flash memory programs in the cpu board. The system was tested to factory's specs.